Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the time on the insulin pump was having a time anomaly. Customer's father stated the customer has to change the time ever since she received her replacement device. The time continues to decrease and increase on it own. (B)(4) was reviewed, it was noted the time was set up but no the settings. Customer's blood glucose was 255 mg/dl, treated with a blouse. Loss of time was greater then three minutes within 10 days. 15 minutes but was unsure how much the increase was. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information.

Manufacturer narrative:
The insulin pump was programmed with the current time and date, and was monitored for several days. The time and date functioned properly. The device was received with minor scratched lcd window.